Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient¿s system had been explanted and the patient had the pump implant due to more effective pain control. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause was unable to be determined. The healthcare provider (hcp) spoke to the patient about a pain pump and it was determined that was the best course of action. The stimulator was discarded in the operating room. No further complications were reported.